Manufacturer narrative:
The device was not returned for evaluation. Therefore, the investigation for the deflation issue is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
The report summarizes one malfunction. A review of the reported information indicates that model cq7564j, pta dilatation catheter, allegedly experienced a deflation issue. This deflation issue involved one male patient with no consequences. The patient's age and weight were not provided.